Event description:
It was reported that patient had stryker triathlon knee surgery last (B)(6) and has pain since surgery. Husband stated that his wife's doctor advised that she has elevated chromium levels in blood. Patient had revision surgery.

Manufacturer narrative:
An event regarding an oversized tibial baseplate and flexion instability involving a triathlon tibial baseplate was reported. The event was not confirmed. Method & results: no items were returned for evaluation. There is no examination of the explanted components, no post-revision x-rays, no confirmation of alleged elevated cobalt levels, no confirmation of pain in the knee due to ¿oversized components¿, and no ruling out other factors causing pain such as reflex sympathetic dystrophy. The components were not loose and no altr was described. There is no evidence this clinical situation was the result of factors of faulty total knee component design, manufacturing or materials. All devices accepted into final stock met specification. There have been no other events for the reported lot. Conclusions: the medical review indicated that there is no examination of the explanted components, no post-revision x-rays, no confirmation of alleged elevated cobalts levels, no confirmation of pain in the knee due to ¿oversized components¿, and no ruling out other factors causing pain such as reflex sympathetic dystrophy. The components were not loose and no altr was described. There is no evidence this clinical situation was the result of factors of faulty total knee component design, manufacturing or materials. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, post-revision x-rays, confirmation of alleged elevated cobalts levels and the alleged oversized component are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had stryker triathlon knee surgery last (B)(6) and has pain since surgery. Husband stated that his wife's doctor advised that she has elevated chromium levels in blood. Patient had revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.